Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 11400m 33mm mitral valve was explanted after an implant duration of 3 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative. Updated b5 and b7. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via implant patient registry that a 11400m 33mm valve in tricuspid position was explanted after an implant duration of 3 months due to endocarditis. A 33mm 11400m was implanted in replacement. Per medical records the patient underwent index tv replacement due to large vegetation and tr. A post operative tee revealed all three leaflets opening with no pvl. Post-op course was complicated by complete heart block requiring a ppm. Over 2 months later the patient presented with mssa bacteremia and new vegetation. The patient underwent redo-tvr and a post operative tee revealed a well-seated tv with good leaflets function and no perivalvular leak/regurgitation. The patient was discharged on pod #14.